Event description:
It was reported that during device unpackaging, the triclip clip delivery system (tcds) was removed from the packaging and straightened lengthwise. During this action, a loud crack was heard and the clip popped open. The clip was unable to open or close. At no time was the clip directly handled or touched. Troubleshooting was performed: the grippers were moved down and up, the clip was attempted to be locked and closed (which was not possible), and the clip was inverted without success. Multiple attempts were performed. Finally, the lock lever was retracted farther past the blue line, which did not open the clip. It was decided to replace the clip.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All information was investigated, and the returned device analysis confirmed the reported unstable arm positioner and clip actuation issues associated with clip unable to open and clip unable to close. The reported difficult to open or close-clip jumping could not be replicated in a testing environment due to the device returned condition (clip could not open/close due to the actuator welded assembly being broken at the spiral weld). The reported noise could not be replicated in a testing environment as it was likely a symptom of the spiral weld break. Additionally, it was noted that the actuator welded assembly was broken at the spiral weld. Therefore, an exception was initiated on (B)(6) 2024 to evaluate whether a product issue exists. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed and the returned device analysis, the observed spiral weld break resulting in clip jumping, clip unable to open, clip unable to close, noise and unstable arm positioner appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report, it was stated that when the arm positioner was turned there was normal resistance, but eventually the resistance diminished.